Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329; product type: compression loading system (cls) product ID d-evolutfx-2329; product type: delivery catheter system (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was implanted using an 11 fr introducer sheath and left femoral artery access. During the procedure, the patient developed an atrio-ventricular (av) block. Per the physician, there may have been a causal relationship between the adverse event and the device and procedure. Four days post-procedure, a permanent pacemaker was implanted. Six days after the procedure, the patient was discharged home from the hospital. Mild posterior paravalvular leak (pvl) was reported. No additional adverse patient effects were reported.